Event description:
Reportedly, during use in a patient, the tidal volume of the ventilator was observed to be higher than the set value. The patient was removed from the ventilator and ambu- bagged. There were no adverse patient sequelae.